Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device was not implanted/explanted as the device malfunctioned and was removed on (B)(6) 2016. No revision occurred. Device is unavailable for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returning.

Event description:
It was reported that during an open reduction internal fixation of the proximal ulna on (B)(6) 2016, the head of a 2.7mm screw sheared off as the surgeon was tightening the screw into the proximal ulna plate. The surgeon removed the plate, easily removed the screw shaft portion, re-placed the plate in the patient, and replaced the broken screw with a shorter screw. The broken screw was discarded and not available for investigation. The surgery was successfully completed with a 5 minute surgical delay. There was no additional medical intervention required, no harm to the patient. Patient status unknown concomitant devices reported: 2.7mm/3.5mm va-lcp proximal olecranon pl 2h/rt/73mm (part # 02.107.002 lot # unknown, quantity 1). Screwdriver (part # unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).